Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of device performance was not possible. A review of the manufacturing records showed no anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the end of the blue stripped tubing that connects the evd catheter to the first sample access port had come loose. According to the report, the evd drainage system was replaced with a new set up.